Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement, active current measurement, and the dat test at .0865 inches. Successfully downloaded history files and traces using thump. No alarms anomaly during testing or in file history on event date. Successfully uploaded to carelink and generated reports. All data test bolus delivered record in the pump daily history. Also, pump was programed with bg meter data transfer and sensor simulator connected and calibration properly to pump data correction and no different. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, stained keypad overlay. In summary, customer alleged difference between sg vs bg not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to difference between sensor glucose and blood glucose levels. The customer reported blood glucose of 51 mg/dl. The customer was treated with carb intake. Symptom witnessed during the event: nausea. The event involved products mmt-1884, mmt-7040ma, mmt-864a and mmt-332a. Troubleshooting was partially performed for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for difference between glucose levels. The customer blood glucose was 51 mg/dl and sensor glucose value was 78 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 27 mg/dl. Advised sensor may no longer be responding to glucose changes. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue the use of the sensor. Mmt-7040ma was requested and customer response was the device will be returned. No product return is required for mmt-864a. No product return is required for mmt-332a.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.